Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint; however, the reported patient effects of embolism, foreign body removal and additional treatment appear to be related to the reported separation or circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough. Sheath: 6f. Guide catheter: 6f fr4. Stent: promus. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
User facility medwatch report received that states, "after final angioplasty the balloon was withdrawn. It was noted the balloon embolized as it separated from the shaft. At that point the left femoral arterial access was obtained. An over the wire long sheath was passes from the left femoral artery into the right common femoral. The embolized balloon was identified in the right superficial femoral artery (sfa) and with the help of a gooseneck snare, surgeons were able to safely capture and retrieve it. Bilateral groin accesses were closed with the angio-seal device." Reportedly, there was no resistance noted during advancing or removal of the device. No additional information was provided.